Event description:
It was reported that the insulin pump was not alarming no delivery soon enough when there was an occlusion. It was also stated that the customer was hospitalized twice due to high blood glucose levels. The first event was on (B)(6) 2011 due to diabetic ketoacidosis. The second event was on (B)(6) 2011 due to high blood glucose levels. The customer had conducted troubleshooting previously, and the insulin pump appeared to be working properly. The customer declined a replacement insulin pump, and stated that she would like to hear about upgrading. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.